Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, nozzle unit on air gas module was pointed out as defective. Replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. Based on information provided by technician last preventive maintenance was performed more than a year ago, however the reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The conclusion is that the reported ventilator didn't fail to meet its specifications, as the reported issue is expected if preventive maintenance was not performed according to the specifications. The faulty nozzle is the cause of the reported issue.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).